Event description:
The manufacturer received information alleging a patient experienced intermittent loss of pressor while using a trilogy 100 ventilator. There was no allegation of harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer provided return instructions to the customer and will make every attempt to retrieve the device for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient experienced intermittent loss of pressor while using a trilogy 100 ventilator. There was no allegation of harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer provided return instructions to the customer and will make every attempt to retrieve the device for evaluation. If any additional information is received, a follow-up report will be filed. New information: the trilogy 100 ventilator was returned to the manufacturer service center for evaluation of the allegation of "intermittent loss of pressor". During the evaluation of the device at the manufacturer service center the customers complaint was not confirmed. There were no significant event(s) in the error log(s). It was confirmed that the device operates as it should and passed all testing.